Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. The cause for the check belt alarms is a cut in the cable running from the distribution node to ECG electrode b, which damaged the outer ground wires. The root cause for the cable and wires cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.

Event description:
Zoll (B)(4) contacted customer support to report several 'check belt alarms' for this pt. The pt was issued a replacement electrode belt.